Event description:
Facility reports that two aids were transferring the resident when the scale broke and the resident fell to the floor. The aids were able to keep the resident's head from hitting the floor. Resident suffered bruising and contusions.